Manufacturer narrative:
Follow-up # 1 date of submission 07/31/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that the pump was running on the year 2007. Multiple records for (B)(4) 2007 were recorded in the total daily delivery history and black box history. The ¿exceeds max tdd¿ alarms in the black box history were occurring due to the time/date in the pump not being set correctly after power reboots. The pump was exercised for 24 hours with the correct time and date with no errors, alarms, or warnings occurring. No defects were found. The pump functioned appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was emitting an "exceeds total daily delivery" alarm despite increasing the total daily delivery amounts in the pump settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.